Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID: 826633) was implanted on (B)(6) 2025. Two days after the procedure, the microsensor dislodged, therefore, it was retrieved. The sensor was not replaced, and there is no information on whether the monitoring stopped due to the product problem or if monitoring was no longer necessary. The patient's status is stable. The monitor and cable used were icp express, 220 volt (ID: 826635) and icp express cable (ID: 826636).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID (B)(6)) was returned for evaluation and a photo was provided and evaluated: device history record (DHR) - the reported product¿s lot or serial number. No anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the complaint can be confirmed via customer image showing the tubing dislodged from the rest of the device. Device was additional tested by supplier for failure analysis the sensor passed all functional tests. Root cause analysis - the potential causes of the separation include patient movement or torque applied when adjusting the device.

Event description:
N/a.